Event description:
It was reported that within a few days of implant, the patient had been seen in the office for a normal checkup. It was noted that there was an atrial loss of capture and the x-ray confirmed that the atrial lead had dislodged. They were able to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.